Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding an unknown patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for an unknown indication for use. It was reported the company representative had received a text from a physician about the patient¿s pump going empty on (B)(6) 2019. The patient was due for a refill. No patient symptoms were reported. On 2019-oct-16 additional information was received from a company representative. The patient¿s identifying information including name date of birth, and gender and/or pump serial number were unknown. The cause of the pump going empty was due to the patient having missed a refill appointment. Actions taken to resolve the issue included having lowered the simple continuous dose and bringing the patient back to make sure the reservoir showed the correct amount. The issue / pump having went empty was noted as having been resolved. The patient¿s weight at the time of the event was unknown. It was indicated that the information was confirmed with the physician/account.